Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Approximately two years later it was reported that there was a secondary intervention was performed with the implantation of two aneurx 28 aortic cuffs to treat a type iii endoleak separation. It was reported that the bifurcated stent graft was initially implanted lower than intended. Aneurysms and vessel morphology at the time of implant is unknown. Currently there is disease progression continued increased aortic neck angulation. The patient did not return for regular follow up appointments. It was reported that a recent CT revealed that the aneurx 28 aortic cuff and aneurx bifurcated stent graft have a type iii endoleak, separation, due to the angulation of the aortic neck. The physician elected to partially explant the stent graft system. No clinical sequelae were reported and the patient is fi ne.

Manufacturer narrative:
(B)(4).